Manufacturer narrative:
One 10f fast-cath introducer sheath was received for evaluation. The extension tubing had detached from the sideport of the hemostasis body due to an insufficient amount of solvent on the extension tubing.

Event description:
During an atrial fibrillation ablation procedure, after delivering radiofrequency energy in the left atrium of the patient and moving the sheath from the left atrium to the right atrium, the sideport of the introducer detached. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.